Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the radiofrequency programmer head was not functioning and that it appeared to have telemetry issues. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a telemetry issue, it failed to interrogate as well as failing its uplink tests and it was noted that its cable needed to be replaced. The head was to be sent on for repair and restocking.